Event description:
Device has been explanted and replaced.

Event description:
Patient reported ¿possible rupture¿ and ¿implant removal from textured to smooth due to the concerns of the product.¿ healthcare professional later reported ¿capsular contracture, baker grade ii/iii¿. Affected side is right. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: possible rupture; capsular contracture, baker grade ii/iii.

Event description:
Patient reported, ¿possible rupture¿. And ¿implant removal from textured to smooth, due to the concerns of the product¿. Healthcare professional, later reported, ¿capsular contracture, baker grade ii/iii¿. Affected side is right. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken on radius side assessed, as fold flaw opening. Anxiety-product/procedure: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. As per the investigation procedure: non penetrating nicks and creases was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.